Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump that turns itself off. There was no patient injury or medical intervention necessary. No additional information is available.